Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be confirmed what the residual liquid/foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The issue can be detected/prevented by following the instructions provided in: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the image had a white defect due to the broken charged coupled device, the light guide bundle was abnormal, the bending section cover adhesive was cracked, the connecting tube was discolored and the protector was cut off and the coating was peeled. The device was appropriately pre-cleaned without any delay after the procedure, pre-soaking was done. All off the reprocessing accessories were normal before it was sent in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited residual fluid and foreign substances found in the scope connector. There were no reports of patient involvement.